Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was sleepwalking and accidentally requested and delivered a 9 unit bolus of insulin. Customer consumed carbohydrates and disconnected from the infusion site to address the amount of insulin that was accidentally delivered. Customer's blood glucose level was 99 mg/dl. Tandem technical support educated the contact on the pump feature lock setting. Contact reported the feature lock will be turned on during the night.